Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient's infusion set's tubing detached from the connector. The site location was the patient's abdomen, and the pump was also located on the same side. The infusion set had been used for the same day. The infusions were stored in a cupboard. There was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.